Event description:
It was reported that a staff person pushing the trolley of the ti500 with a damaged wheel sustained a back injury. Further investigation into the status of the staff member is on-going.

Manufacturer narrative:
This report was originally submitted as there was not enough information obtained from the customer to determine the information surrounding the event. Upon further data collection, it was determined that the event is related to the ferno trolley and not the draeger ti500 incubator. Ferno has been notified of this event and information and as the legal manufacturer of the trolley would be responsible for submitting and completing their reporting and investigation.

Event description:
It was reported that a staff person pushing the trolley of the ti500 with a damaged wheel sustained a back injury. Further investigation into the status of the staff member is on-going.